Event description:
The thermogard ivtm system (sn (B)(4)) is leaking propylene glycol coolant. Another thermogard ivtm system was used to continue with ivtm therapy without any delay. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard ivtm system was evaluated at customer site. The reported complaint of the thermogard ivtm system (sn (B)(4)) is leaking propylene glycol coolant was confirmed during visual inspection. The root cause of the reported complaint was due to a leaking cooling pump, likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in (B)(4) 2010 and is 12 years old, well past beyond its service life of 5 years. During visual inspection, no physical damage was observed on the thermogard console. The thermogard console passed the preliminary functional test, however; it was leaking glycol fluid from the cooling pump, thus confirming the reported complaint. To remedy the reported complaint, the cooling pump was replaced. After service completion, the thermogard ivtm system was tested and passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).